Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the visual summary analysis of the lead indicated damage at implant. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted right ventricular (rv) lead had an abrasion near the suture sleeve suspected to have occurred while dissecting with a surgical instrument. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.